Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). At this time, carefusion has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator, it alarmed vent inop and motor fault. The customer reported troubleshooting the device and replaced the turbine in order to correct the issue. The customer reported there was no patient involvement associated with this event.